Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event remains unknown; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Though laboratory results were unavailable, a reduction of symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s infection. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On 20/feb/2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he was hospitalized following abdominal pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens were obtained during this admission; however, the outpatient clinic is still waiting for laboratory testing results. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed antibiotics during this admission; however, the outpatient clinic is still waiting for hospital discharge paperwork and the type, route, dose and frequency of prescribed antibiotics remain unknown. It was believed the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the cause of this patient¿s adverse event was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he was hospitalized following abdominal pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens were obtained during this admission; however, the outpatient clinic is still waiting for laboratory testing results. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed antibiotics during this admission; however, the outpatient clinic is still waiting for hospital discharge paperwork and the type, route, dose and frequency of prescribed antibiotics remain unknown. It was believed the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the cause of this patient¿s adverse event was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 20/feb/2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he was hospitalized following abdominal pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens were obtained during this admission; however, the outpatient clinic is still waiting for laboratory testing results. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed antibiotics during this admission; however, the outpatient clinic is still waiting for hospital discharge paperwork and the type, route, dose and frequency of prescribed antibiotics remain unknown. It was believed the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the cause of this patient¿s adverse event was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Additional information provided in d9, g4, and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid and infestation under the pump assembly on the bottom cover. The cause of the observed dried fluid and infestation could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6)2023, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius he was hospitalized following abdominal pain. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory specimens were obtained during this admission; however, the outpatient clinic is still waiting for laboratory testing results. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed antibiotics during this admission; however, the outpatient clinic is still waiting for hospital discharge paperwork and the type, route, dose and frequency of prescribed antibiotics remain unknown. It was believed the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Though the cause of this patient¿s adverse event was unknown, there was no indication the peritonitis and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he remains asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.